Event description:
The customer stated, she was hospitalized on two occasions for diabetic ketoacidosis. The blood glucose reading was not reported. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test. The alarm history was checked and there were several no delivery alarms. The customer also stated, she was sick and that may have contributed to high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.